Manufacturer narrative:
Received three (3) photos showing the filter. There was leakage from the outlet filter vent observed. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
Section d1 - primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock. The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The customer reported that the event involved a primary plum set 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock with unknown list number and lot number. The reporter stated that filter line was leaking. The product was stored in boxes on the shelves in a closed store room. The administration sets would have been put in the clinical trolleys within the clinical area daily. The administration set had no cuts, holes or defects noted on the product. They have found the administration set was leaking, the customer stated that they think the staff spotted it before the unprotected chemo exposure; the staff was wearing examination gloves and they don¿t think patient had any contact with the leaking part of the administration set. The event occurred during patient infusion.